Manufacturer narrative:
The customer reported that the unit's blower motor was extremely noisy. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. Additional information was later received that the customer replaced the blower motor assembly, and the unit was returned to service. No other information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The customer's device's blower motor is extremely noisy. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.